Manufacturer narrative:
H3: product analysis was completed on the power supply and the issue was confirmed. The ups had been charged for at least six hours. A load test was performed and the ups was only able to stay on for three minutes and 25 seconds, failing the required minimum of five minutes. The battery no longer holds a charge. Failure codes below applicable for both this analysis and the previous wo. Fdccodes: 4307 fdmcodes: 10 fdrcodes: 120 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: kit svc bi71000186 power supply o2 ups,rev. 1 : s/n (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was faulty causing fuses to blow. Replaced ups and issue resolved. The imaging system then passed the system checkout and was found to be fully functional. Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile view station (mvs) would not power on. The manufacturer representative (rep) at the site replaced the fuses, but the issue was not resolved. He found that the uninterruptible power supply (ups) on the unit was causing the issue. No patient.